Event description:
Instrument broke while inside pt. All pieces retrieved. (B)(4).

Manufacturer narrative:
The actual device was received for investigation. Evaluation of the device received noted that all of the segments remained intact on the device. The end cap was missing and a portion of the cable was removed from the device. It is not known of the circumstances involving the removal of the cable. On the remaining portion of the cable where the break occurred, the end was frayed and the other side perpendicular to the failure the cable showed beginning signs of fraying. The device did not appear too have sustained additional damage. Without all of the pieces a determination of the failure cannot be made. A DHR review did not report any issues that would have contributed to the reported failure.